Event description:
Healthcare professional reported "grade IV periprosthetic capsular contracture". The device was explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade IV periprosthetic capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b5 b6 d4 d6a h6.

Event description:
Capsulectomy performed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed an opening, creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d.9., g4, h.3., h4, h.6.

Event description:
Healthcare professional reported "grade IV periprosthetic capsular contracture". The device was explanted. This relates to the left side.